Event description:
It was reported by the customer that they had been experiencing high blood glucose levels. Customer stated the changed the infusion set two days prior to reporting and are unable to bolus due to reaching the maximum insulin delivery amount programmed into the device. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.